Event description:
A hospital in (B)(6) reported that the heater wire in the inspiratory limb of an rt226 infant low flow breathing circuit was "too short" and the temperature of the airway did not increase. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt226 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the complaint breathing circuit was visually inspected and the electrical resistance of the heater wire in the returned complaint inspiratory limb was tested using a multimeter. The length of the inspiratory limb was measured. The location of the heater wire retainer was checked and the number of heater wire turns was counted. The breathing circuit was also set up with an mr850 humidifier to test its performance. Results: no damage was noted to the device. The length of the inspiratory limb was within specification. The heater wire retainer was located 36mm from the airway port connector, which is within specification. The number of heater wire turns was 84, within the 82-85 specification. The resistance test revealed that the heater wire resistance measured 21.8 ohms, which is also within specification. The mr850 did not activate an audible or visual alarm when the returned device was set up. The inspiratory limb was able to warm and the airway temperature displayed in the mr850 was able to increase. A lot check revealed no other complaints for the lot number provided. Conclusion: we could find no fault with the complaint rt226 circuit and are therefore unable to determine what caused the problem as reported by the customer.